Event description:
A pt reported they were unable to receive an accurate reading on their one touch basic enhanced meter due to the meter allegedly having missing segments. The result on their meter was 422mg/dl, pt retested and received a reading they believed to be "300 something". Treatment was insulin yet pt was unsure how much insulin to administer based on the difference and display issue with the meter readings. No further info has been reported. No serious injury.